Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hernia repair procedure, the device worked to complete the case, however, the surgeon stated the max and min buttons were sticking. There was no adverse consequence to the patient.